Manufacturer narrative:
The insulin pump had unresponsive up and down button response due to corroded keypad traces. No further troubleshooting could be performed due to unresponsive keypad. The insulin pump was received with minor scratched display window, cracked case at all display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and missing address serial number label.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were unable to navigate the screen using the keypad. Customer also mentioned having a crack in every corner of the screen. Customer stated that she wears the insulin pump in her bra. Customer's blood glucose reading at the time of the call was 595 mg/dl and has treated with a manual injection. No further information reported.